Event description:
It was reported that pump experienced malfunction alarm during software update and could not be shut down despite multiple attempts. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.